Event description:
It was reported that the reservoir of a small volume intermate had ruptured. This occurred while the device was being filled with nacl. This malfunction resulted in 88ml of solution spilling into the container. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was returned for evaluation. The ruptured reservoir was confirmed during visual. However, a cause could not be determined during microscopic inspection. If additional relevant information becomes available, a follow up medwatch will be submitted.